Event description:
Customer reported a shattered touchscreen on their pump, rendering the touchscreen illegible and preventing interaction with the device. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer planned to use multiple daily injections as backup therapy to continue insulin delivery, and technical support arranged for a pump replacement. Customer was instructed to allow the pump's battery to fully deplete and return it using a pre-paid label within ten days.